Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device.

Event description:
A patient with an external neurostimulator (ens) for trial stimulation reported that the right wire got caught on her paints and the wire pulled out. The patient stated that she pushed the wire back in and increased stimulation. The patient feels stimulation, but not on the right side only on the left. The patient stated that the right lead is active. Patient status is unknown at the time of this report.